Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that the device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists bleeding and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device, as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell from their bed in the early morning, resulting in a catastrophic intracranial hemorrhage with midline shift and dense hemiparesis. The patient was intubated, and neurosurgery was consulted, but they believed that the bleed was inoperable. The patient received comfort measures, and care was withdrawn. The outcome was deemed unrelated to any device or therapy. It was reported that prior to the patient's fall, they had mentioned experiencing intermittent headaches, and orthostatic lightheadedness which resolved after discontinuing metformin. There were no observed neurological symptoms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.